Manufacturer narrative:
(B)(4): reason for non evaluation: to date, the intraocular lens remains implanted.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that following implantation of the intraocular lens (iol) the patient was diagnosed with descemet's fold. The patient was prescribed mydrin-p (anti-inflammatory agent) and cravit (antibacterial agent) by the doctor. This patient recovered on (B)(6), 2015.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.